Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A pharmacist reported that an intraocular lens (iol) was not used due to bent haptics. In a f/u with the surgeon, she explained that one of the haptics remained a little bent after it had passed through the cartridge to be placed in the pt's eye. Since the iol had to be repositioned in the sulcus for this patient, it could not be fixed sufficiently with a bent haptic. Therefore, the surgeon decided to remove it during the initial procedure. She stated that it was difficult to insert a new iol immediately, so she left the pt aphakic and the iol will be implanted during a secondary procedure. The surgeon also confirmed that this incident was due to issues not related to the iol.